Manufacturer narrative:
After replacing the alarm lamp board, operation returned to normal.

Event description:
Hamilton medical ag received the following event description: "some of the yellow lights were not issuing." Failure did occur during inspection for operation.